Event description:
It was reported that during pre-cardiopulmonary bypass procedure, that channel b was not working on the heater cooler unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) replaced channel b mixing valve and verified safety and performance according to the notice of field correction (nfc). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.